Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The unit is buzzing and there are no lights on at this time.